Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received failed battery. The customer's blood glucose level was unknown. The customer was admitted to hospital on (B)(6) 2018 due to high blood glucose. The customer's blood glucose value was in between 450 mg/dl to 540 mg/dl, 165.6 mg/dl. The customer was taken to emergency room due to high blood glucose. It was also reported that the insulin had leaked into reservoir compartment and they also received software error alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement and active current measurement. No failed battery test alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device had constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Device trace download confirmed software error alarm and the motor arm cannot communicate with the main arm alarm due to corroded electronic assembly. The force sensor had moisture damage. Device had scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.